Event description:
Difficulty was experienced while attempting to tighten the titanium stryker gamma3 lag screw with the stryker gamma3 nail lag screw driver (1320-0200). The outer sheath of the lag screw driver did not make proper contact with the outer portion of the lag screw causing the inner threaded portion of the lag screw driver to be the only driving force to tighten the gamma3 lag screw. The gamma 3 lag screw was able to be tightened fully using the inner threaded portion of the gamma3 lag screw driver. After removal of the gamma3 lag screw driver, it was found that the connection teeth of the outer sheath had broken off and the shaft of the inner threaded portion was bent. The small metal connection teeth were found immediately surrounding the implanted gamma3 lag screw using x-ray.